Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from the affiliate reported the detached part of the device fell into the patient and was removed. It was reported that this caused a surgical delay of less than 30 minutes and the case was completed without the need of surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via email that during a right shoulder arthroscopy the metallic hood at the end of the vapr tripolar 90 suction elect fell off. There was risk that the detached part stay in the patient's articulation. No patient consequence and no surgical delay was provided. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: the device was tested in house and the metal hood of the electrode fell off. The device was shipped to the supplier for an in-depth investigation UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was sent to the supplier for evaluation. The supplier reports indicate: device received with plug cut off the device has procedural debris on and around the active tip there are black scratches on the device ceramic. The cut return cap has become detached from the ceramic. The cut return cap has not been returned for evaluation. No visible signs that shaft had experienced excess loads. Electrical and functional testing was not performed due to device plug being removed. There is evidence of procedural debris around the active tip of the device. There is no damage or clear evidence of the device being subjected to excess forces. Inspection of the ceramic revealed minimal amount of glue was present. It is not known if the minimal amount of glue is caused by the manufacturing process, use, remains on cap or post cleaning. The complaint failure mode has been reviewed against the systems risk assessment document, tripolar 90 - surgeon using device as per intended use results in breakdown of the bonding between ceramic and return cap resulting in cap falling off into patient. This failure mode is predicted to lead to patient harm - cut return cap remains in patient. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. As detailed in the product control plan document this product is 100% inspected for adhesive to be applied to the return cap at ID 150 product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.